Event description:
It was reported that the patient underwent a full replacement due to high impedance. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.